Event description:
Reportable malfunction: on july 22, 1998 novo nordisk a/s received a novopen 3 from germany; with the complaint that the pen was defective. The device was received in the quality assurance durable device department (qadd) on novembver 16, 1998. There was no indication of an adverse event. Result and conclusion of manufacturer's investigation - during investigation the dose mechanism was checked and it was not possible to dose. The cartridge holder was removed and the piston rod system fell out of the device because the piston rod lock had been dismounted and was not returned. The separated device was forwarded to qadd where it was established on november 19, 1998 that the collar on the piston rod nut was broken off. Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction on november 19, 1998.